Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery a week after inserting a new lithium energizer battery. The blood glucose reading was 6.1 mmol/l. It was also stated that the customer had inserted another battery and received a low battery alarm along with a power error 25 alarm a day later. The customer has reverted to (B)(4) because the insulin pump is keeping them awake. The customer denied troubleshooting because they had made multiple calls regarding the issues with the insulin pump. The insulin pump will be replaced.

Manufacturer narrative:
The pump was received with operating currents within specification. No unexpected replace battery now alarms were noted. The low battery alarm and power error alarms were confirmed in the long trace. The detailed trace analysis confirmed the pump alarmed low battery and then gave a power error alarm when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. The root cause was the non-sleep anomaly software error. The pump was received with a cracked case at the reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window and keypad overlay.